Event description:
Customer complaint - limited data available customer complained the device wires fell apart and almost electrocuted their significant other.

Event description:
Customer complaint - limited data available customer complained of device wires came apart and nearly electrocuted his wife.